Event description:
On (B)(6) 2025, a patient underwent a repair kit placement procedure using the hickman/leonard/broviac repair kit. Post the procedure it was noted that the metal pin moved out of slice area. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided for review and one 12.5fr hickman t/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photo shows a partial view of the catheter extension leg in which the actual location and the correct location of the metal pin are marked. In the returned sample, two splice sleeves were observed to the extension leg of the white luer proximal to the trifurcate. A s-shaped split was noted one portion of the white luer extension leg, in between the attached splice sleeves. A split was noted on the white luer extension leg, distal to the bifurcate. The splice sleeve on the white luer extension leg was inspected, and no metal pin was noted within. The split on the white luer extension leg, distal to the bifurcate was examined and what appeared to be the detached metal pin from the splice sleeve was noted. Therefore, the investigation is confirmed for the reported device dislodged, material puncture or hole issues and identified burst issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a repair kit placement procedure using the hickman/leonard/broviac repair kit. On (B)(6) 2025, post the procedure it was noted that the metal pin moved out of slice area. The internal metal pin has traveled down the line and created a hole outside the sleeve in the repair zone. Line was replaced. There was no reported patient injury.